Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they had issues with their sensor. The customer stated that their threshold suspend was set at100 mg/dl but they experienced blood glucose levels of 58 mg/dl but the device did not trigger a threshold suspend. The customer was assisted with the issue and was educated on how the sensor device operated. The customer's blood glucose was 69 mg/dl and the sensor glucose was 72 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were in range. The customer did not return the product back for analysis.